Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had increased shortness of breath on (B)(6) 2022 that began after recovering from a viral upper respiratory infection. The patient was tested for covid and the flu and both results came back negative. The patient took an extra bumex (bumetanide) in addition to their 3 milligrams by mouth twice a day, but it did not help. On (B)(6) 2022 he patient presented for a routine right heart catheterization (rhc) and endorsed a 10 pound weight gain and abdominal bloating. During the rhc the patient was found to have moderately elevated right atrial, pulmonary artery (pa), and pulmonary capillary wedge (pcw) pressures with a mildly decreased cardiac output (co) of 5 lpm. The ventricular assist device (vad) speed was increased from 5700 to 6000 rotations per minute (rpm) with no improvement of pa or wedge pressure. Worsening of aortic insufficiency (ai) and right ventricle (rv) function resulted in admission for decompensated heart failure.

Manufacturer narrative:
Related manufacturer report number 2916596-2022-00252 (onset of right heart failure on (B)(6) 2022). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU states that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered from right heart failure (rhf) dating back to at least (B)(6) 2022. There were no device related issues noted and the device did not contribute to the rhf. The rhf was treated by IV diuretics, an up-titration of oral diuretics, and metolazone to transition off of IV. The patient was discharged home after treatment.